Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, the snare loop broke inside the patient during cautery, but no pieces detached. The procedure was completed with another captivator large oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine following the procedure.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare, was used during a colonoscopy procedure, performed on (B)(6) 2012. According to the complaint, the snare loop broke inside the patient during cautery, but no pieces detached. The procedure was completed with another captivator large oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found the loop was burnt and broken. Scanning electron microscopy (sem) revealed evidence of molten material on the two broken ends, indicating the device was subjected to temperatures higher than the melting point of the metal. No material anomalies were found. Visual evaluation also found scrapes inside the proximal section of the sheath, which caused resistance during device actuation. The handle cannula was inspected under 130x magnification, and no evidence of sharp edges was found. The condition of the returned device was consistent with the complaint that the loop was broken; the complaint was confirmed. Sem analysis confirmed the device was subjected to excessive current; therefore, the most probable root cause for this event is user error. It is likely that manipulation of the device during the procedure caused the scrapes found in the sheath. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.